Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received analysis found a large hole on the rv is-1 ring septum upon receipt of the device. The device was tested on the bench and all setscrews were able to be tightened normally to full torque and secure test leads. The rv is-1 septum was removed and the setscrew was examined. The hex cavity was observed to be partly stripped. This could have caused the torque driver to not fully be seated inside the hex cavity and can contribute to the reported field experience of a setscrew issue.

Event description:
It was reported that during an attempted implant, a setscrew issue occurred. Another device was used.